Event description:
Additional information received from a company representative reported that the pump was explanted and would be returned. The reporter was not involved in the pump replacement and did not have any further information.

Manufacturer narrative:
The pump was received with 17 milliliters (ml) of fluid in it running in simple continuous infusion mode. The pump memory log were gathered and revealed no anomalies. Dispense testing was performed and underinfusion was noted. An x-ray was taken. A still shot x-ray found that the wheel three teeth were not engaged with the pump head gear teeth. A video was taken and it was observed that as the motor turned wheel 3, the wheel 3 teeth would become engaged and disengaged with the pump head gear. This resulted in intermittent infusion. Destructive analysis was performed, and gear wheel 3 was not fully seated on the upper shaft of gear 3. The upper shaft of gear 3 was "notched", and wheel 3 was "notched" likewise. This anomaly was consistent with wheel 3 not being seated properly before the screw was installed to hold wheel 3 in place. The motor was left intact and not destructively analyzed in order to preserve it for possible further analysis.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0056599r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported by the healthcare provider (hcp) that a volume discrepancy occurred at refill on the date of this report. The expected reservoir volume (erv) was 2.0ml and the actual reservoir volume (arv) was 10.0ml. It was noted that the discrepancy was not the result of a programming error. No patient symptoms reported. The consumer reported that there was no change in the patient's condition and no weight gain or weight loss occurred. It was noted that the patient was a quadriplegic. In march of 2015 the erv was 2ml, but the arv was 5ml and "this was not the first time." The consumer stated that there was a malfunction in the product and it will require surgery to replace. The consumer stated that "the first one lasted 7 years and this one has lasted less than a year. So, they will replace the defective product with another defective product." The hcp refilled the pump with 20 cc and was planning to take x-rays for assessment of the catheter. The cause of the volume discrepancy had not yet been determined and that the volume discrepancy had not been resolved. It was later reported by the consumer that the hcp wanted to do some imaging and may replace the pump. The patient had an upcoming appointment 2 weeks after the refill to do further troubleshooting and imaging. At the appointment the ima ging was performed and surgeon stated that the catheter &#50625;s in perfect condition.&#55316;he consumer reported that the hcp recommended the patient to come in half way through the refill cycle and see if the issue had gotten worse. If the issue was still persisting they will replace the pump. The indication for use was intractable spasticity and cerebral palsy. The type of medication being delivered via the device system was gablofen, with a concentration of 2000mcg/ml, a dose of 340mcg/day, and an unknown lot number. If additional information becomes available, a supplemental report will submitted.